Event description:
It was reported that during an unknown procedure, the bottom track of the jaw separated. It peeled up. It was not reported how the procedure was completed. There was no patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.